Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 623 mg/dl, nausea, vomiting, and "extreme thirst"; cause was not known. Customer administered a bolus via the pump to address the issue and was taken by spouse to the emergency room. Customer was subsequently admitted to the hospital with diabetic ketoacidosis and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.